Manufacturer narrative:
Corrected fields - h6(remove 3331 from type of investigation). A getinge field service engineer (fse) evaluated the unit and confirmed leak on the fill manifold part. Fse changed the fill manifold and tested the device. Functional device.

Event description:
N/a.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had a bleed problem. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a bleed problem.

Manufacturer narrative:
Corrected fields - h6 (type of investigation - 3331 need to remove).

Manufacturer narrative:
Corrected fields: b5,e1(event site telephone),h6 (medical device - problem code) it is unknown if a getinge field service engineer (fse) was dispatched to evaluate the issue. Multiple gfe attempts were made to customer for more information and we have not had a response. If more information is provided, the complaint will be reopened and updated, accordingly.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had a purge problem. There was no patient involvement.